Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered up normally after battery installation. Unit successfully downloaded to thump. Verified pump error 53 alarms ((B)(6)) in the pump history download on (B)(6) 2024 23:41:33.000 and (B)(6) 2024 23:40:33.000 due to moisture damage to the motor assembly, pcb1 and pcb2 board as per global logic analysis (B)(4). Unit successfully passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. Unit received with scratched case, serial number label damage, cracked case on battery side, cracked case (battery tube), pillowing keypad overlay in summary, pump error 53 was triggered by moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.